Event description:
The pt was undergoing open heart surgery. They were ready to remove the pt from bypass and attempted to restart the pt's heart using internal paddles. The defib was turned on and charged to the selected setting. The ready tone sounded but when they attempted to discharge the defib, a "system failure" message occurred on the screen. They attempted to turn the defib on and off several times, but it failed at the same point each time. The biomed then brought in the backup defib to restart the pt's heart. The pt was successfully resuscitated.